Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. No ramping numbers moving on their own or scrolling bar moving anomaly noted. The insulin pump function properly during rewind and basic occlusion, occlusion, prime/ compromised force sensor, the excessive no delivery and displacement test. The insulin pump was received with scratched lcd window, cracked lcd window at bottom right corner, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and keypad unresponsive. The blood glucose at the time of the incident was 64 mg/dl. The customer states the pump alarmed button error and the numbers are ramping during bolus. The battery was removed and the button error alarm occurred again. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.